Event description:
It was reported that connector c35-o separated from the injector. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the sales representative that the injector and connector become disconnected causing violent eruption and flow issues. Per email: see below for two quality incidents that have been occurring frequently. N40 and connector when attached an pressure is applied to n40 it causes a violent eruption and the connector becomes displaced 3-5' across room n40 and connector are coming disengaged when blue clamp m25-0 is properly engaged. The disengagement causes the IV pump to stop flowing and occlusion alarms, thus disrupting workflow and disturbing patients.

Manufacturer narrative:
The following fields were updated due to additional information: d11: concomitant med prod data: 515085 m25-o infusion clamp. Investigation summary: one video received for investigation. After a visual inspection of the video recorded, it is observed that an optima connector pull out from an optima injector n40-o luer connected to an IV tubing when the n-hub cover is turned. However; no damages or issues can be observed on optima injector that could lead to the event reported and therefore; without the inspection of the claimed sample involved in the failure, root cause cannot be established. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o separated from the injector. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the sales representative that the injector and connector become disconnected causing violent eruption and flow issues. Per email: for two quality incidents that have been occurring frequently. N40 and connector when attached an pressure is applied to n40 it causes a violent eruption and the connector becomes displaced 3-5' across room n40 and connector are coming disengaged when blue clamp m25-0 is properly engaged. The disengagement causes the IV pump to stop flowing and occlusion alarms, thus disrupting workflow and disturbing patients.